Event description:
While performing obstetrical ultrasound, ultrasound monitor flashed transducer malfunction message. Transducer removed from pt. Monitor made a popping sound and shut down. No pt harm. Tech did receive shock.